Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that touchscreen was cracked; cause was not known. Additionally, it was reported that the cartridge dislodged from the pump. Customer's blood glucose level was 137 mg/dl. Reportedly, the customer reverted to an alternate insulin pump for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified. No failure related to the reported cartridge issue was identified.